Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer's blood glucose level was 180 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.